Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer's wife called to report that her customer's pod was worn for approximately 12 hours and removed due to elevated blood glucose levels (bgs). His bgs ranged between 162-341 mg/dl before taking the pod off and starting a new one. No further issues were identified.